Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting high out of range right ventricular (rv) shock lead impedance measurements. The patient had exhibited a jump above 200 ohms, as well as an gradual increase. Technical services (ts) was consulted and recommended further testing. This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting high out of range right ventricular (rv) shock lead impedance measurements. The patient had exhibited a jump above 200 ohms, as well as a gradual increase. Technical services (ts) was consulted and recommended further testing. This crt-d was explanted due to reasons not related to the event. No additional adverse patient effects were reported.